Event description:
It was reported that a patient had a trochanteric fixation nail (tfn) placed on (B)(6) 2014 to treat an iliotibial tract (it) fracture. The fracture collapsed and the helical blade started to cut out superior and medial in the femoral head. The helical blade was removed and replaced with a shorter lag screw. This was a surgical revision. The procedure was successful; however the patient status/outcome is unknown. There was no report of a surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.